Event description:
Patient reports top aligner caused cuts to gum, filed it down but portion above the 2 front teeth goes up very high and cuts into the gums. Pain level noted at 8. Patient did additional filing, and the fit is fine now. Dental history includes bonded retainer on location: 22-27 and orthodontic aligners and braces.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.